Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon review, the right atrial lead had dislodged and the physician attributed the dislodgement to the patient falling. Programming changes were performed to deactivate the lead. The patient experienced no adverse consequences.